Event description:
Patient was implanted with cocord cage at l4-l5. Cages were filed with local aulograph and a small piece of infuse bmp was placed anterior to the cage. At three months post-op there was significant retropulsion of the cage. The cage was in the central canal, but the patient was not symtomatic. A second procedure was performed to remove the cage. As surgical intervention occurred an MDR shall be filed.

Manufacturer narrative:
Device has not been released for evaluation at the time of close out. If the device is returned as evaluation shall be completed. No conclusions can be made at this time.